Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic endoscopic mucosal resection (emr) procedure at an unknown date, the physician could not coagulate the tissue although he tried several snares from different manufacturers. The patient was then transferred to an operating room for hemostasis. No further information was provided but the intended procedure was canceled.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-06-21). During the investigation the complaint failure could not be reproduced, but the ¿monopolar forced coag 2¿ mode was found to be slightly over the standard value. Also, the investigation revealed that the screws of the cover and inside the device were rusty and moisture was found on the pcb. Causal for the reported phenomenon is most likely that the surgical tool did not contact properly with the affected part and/or an abnormal substance attached to the surgical tool tip. Furthermore, the cause of the ¿monopolar forced coag 2¿ mode being slightly over the standard value is attributed to the pcb damage due to moisture immersion. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.